Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: the upn and lot number of the farawave catheter were not provided. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac arrest including asystole as a known potential adverse event associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the event of asystole was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure, the patient became asystolic. The patient spontaneously recovered. Cardiac arrest including asystole is a known potential adverse event associated with the use of the farawave catheter.

Event description:
It was reported that asystole occurred. A pulse field ablation was performed using a farawave catheter and a non boston scientfic cardiac mapping system. After pre mapping, when ablation was delivered via the farawave catheter the patient went into asystole. The patient rhythm returned without medical intervention and the procedure was completed with the patient in a stable condition. No further information on the status of the patient is available.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that asystole occurred. A pulse field ablation was performed using a farawave catheter and a non boston scientific cardiac mapping system. After pre mapping, when ablation was delivered via the farawave catheter the patient went into asystole. The patient rhythm returned without medical intervention and the procedure was completed with the patient in a stable condition. No further information on the status of the patient is available.